Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013 the patient underwent following: 1) posterior cervical arthrodesis at c5-6. 2) posterior cervical arthrodesis at c6-7. Preoperative diagnosis: cervical instability and axial pain. As per op notes: ¿once this was completed, rhbmp-2/acs and cancellous bone chips were packed upon the joints at c5-6 and c6-7, which had been previously decorticated, and the lamina which had been decorticated.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.